Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a study from department of trauma & orthopaedics, altnagelvin hospital, northern ireland, UK. The title of this study is ¿pre-requisites for optimum centering of a tibiotalocalcaneal arthrodesis nail¿ and is associated with the t2 ankle arthrodesis nail. The study published in may 2014 reported post-operative complications/ adverse events. It was not possible to ascertain specific device catalogs from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 9 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses pain and non-union at subtalar level. The study states: ¿in the other patient who presented at two years following surgery complaining of occasional mild hindfoot pain, CT scan revealed a non-union at subtalar level. Dynamization has since been performed and he remains currently under follow-up.¿